Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found the sound was due to the fan being installed incorrectly. The fse adjusted the fan to correct the issue. All functional and safety test were performed.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave type b plug intra-aortic balloon pump (iabp) was having weird buzzing sound. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e3, h6 (investigation findings).

Event description:
N/a.